Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient had been hospitalized for pd start procedure and the peritonitis did not cause prolongation of hospitalization. At time of discharge, the patient was using unspecified antibiotic treatment (dose, route and frequency not reported) for the event and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.